Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Journal article: a retrospective analysis of hemostatic techniques in primary total knee arthroplasty: traditional electrocautery, bipolar sealer, and argon beam coagulation in this (B)(6) study of 280 primary total knee arthroplasties, clinical outcomes relevant to hemostasis were compared by electrocautery type: traditional electrocautery (te), bipolar sealer (bs), and argon beam coagulation (abc). Of the 203 bs patients, 14 (7%) had 1 or more adverse events: acute kidney injury (3) electrolyte disturbance (3) urinary tract infection (2) oxygen desaturation (2, altered mental status (1) pneumonia (1) arrhythmia (1) congestive heart failure exacerbation (1) dehiscence (1) pulmonary embolism (2) hypotension (1) all adverse events grouped into one event due to the lack of unique patient identifying information. The american journal of orthopedics may/june 2016 e187-e191.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.